Event description:
It was reported that during a gastric bypass procedure, the device was fired across the small bowel. The instrument cut, but the staples did not properly form. The deivce locked out half way through the firing. There was no pt consequence.